Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified therapy has resumed and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient the ipg was unable to communicate with the charging system. A replacement charging system was unable to resolve the issue. The patient reports he last recharged his ipg a couple of weeks ago. The patient has lost stimulation and the ipg appears to be oriented correctly. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg.